Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll bulk pack ns was damaged. This occurred on 40 occasions before use. The following information was provided by the initial reporter: merit part no: 091034-000-087. Defect: gross chip-off found at plunger of syringe. Defect rate: 40/500=8%. Reference to p/n :091034-000-087, iqa inspection checklist under visual. Item b6: no tears, cracks, nicks, dings, wrinkles, pin holes, voids, insufficient fill or other superficial defect. Unaided eye at10-16in. This non-conformance is raised on the part received for not meeting the above acceptance criterion.

Event description:
It was reported that syringe 3ml ll bulk pack ns was damaged. This occurred on 40 occasions before use. The following information was provided by the initial reporter: merit part no: 091034-000-087 defect: gross chip-off found at plunger of syringe defect rate: 40/500=8%. Reference to p/n :091034-000-087, iqa inspection checklist under visual. Item b6: no tears, cracks, nicks, dings, wrinkles, pin holes, voids, insufficient fill or other superficial defect. Unaided eye at10-16in. This non-conformance is raised on the part received for not meeting the above acceptance criterion.

Manufacturer narrative:
Investigation summary: two photos and twenty two samples were received by our quality team for evaluation. Upon visual inspection of the photos received, it was observed that the plunger rod was cracked. Upon visual inspection of the twenty two samples received, twenty samples had a cracked plunger rod and 2 samples had a broken plunger rod; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Investigation conclusion: based on the quality team's investigation, the root cause of this issue is related to the manufacturing process when the plunger is misfed into the manufacturing equipment, it causes damage to the plunger (crack or broken) and the manufacturing personnel was unable to detect the broken part. Awareness of this incident was communicated to the manufacturing personnel along with an additional camera added to provide the manufacturing personnel a better view to identify the failure to prevent future occurrences.